Event description:
On (B)(6) 2012, the patient contacted animas, alleging the up, down and ok keypad buttons were intermittently responsive, and at times were hyper-responsive or cancelled boluses. The patient denied damage to the keypad. The patient reportedly wore the pump exterior to a garment and did not clean it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: on examination, the keypad was noted to be intact without damage. On testing, all the keypad buttons had intermittent response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons. The audio bolus button was unresponsive. The button cover was removed for investigation and revealed the button contact was misaligned. The display was noted to be faded and discolored. A test display was attached to the pump and illuminated properly without discoloration.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.